Manufacturer narrative:
Investigation: initiated manufacturer's investigation. Review DHR: inspect returned samples. Analysis and findings: distribution history. The complaint product was manufactured at csi on 01-14-2016 under work order: (B)(4) and sold on 01-22-2016. Manufacturing record review: DHR-195174 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. There are additional instances of broken triggers, usually attributed to impact damage or end-user mishandling. Product receipt: the complaint product (p/n: 900076, s/n: (B)(6) was returned on 12-01-2021. The serial number of the returned product matched the serial number reported. Visual evaluation: visual examination of the complaint product revealed physical damage. The trigger was found to be broken. Functional evaluation: complaint product was functionally evaluated and found not to function properly due to the broken trigger, which required replacement. Root cause: while no definitive root cause could be reliably determined, the potential cause may be end user mishandling (likely impact damage). Was the complaint confirmed? Yes. Correction and/or corrective action: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition.

Event description:
Trigger broke. Confirmed complaint: replaced broken trigger. Repair order: (B)(4). 1216677-2021-00311 wallach ultra freeze 900076 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Trigger broke. Confirmed complaint: replaced broken trigger. Repair order (B)(4). Wallach ultra freeze 900076. E-complaint (B)(4).